Event description:
It was reported that the patient presented prior to the device exchange procedure. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high, in range pacing impedance and high capture threshold. Capture loss was also noted. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.